Event description:
It was reported that the 9900 system would not boot or power up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found a defective lemo connector. Repaired lemo connector. The system was tested and found to be working as intended and placed back into service.